Event description:
On 02-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with external insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user was reported to have sustained elevated glucose levels beginning (B)(6) 2026 and experienced multiple dosing stopped alerts on the day of admission; however, details regarding resolution of these alerts and device use during hospitalization could not be confirmed. Caregiver-reported information indicated possible infusion set changes and inconsistent device management, but no specific device deficiency was identified. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.